Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit cannot be reviewed per getinge standard operating procedure since the iabp serial number for the unit was not provided. A getinge company representative has advised that the iabp will not be evaluated and/or repaired as it has been determined that this event was due to intra-aortic balloon catheter (iabc) failure, and not an iabp malfunction or failure. The iabp remains at the facility in clinical use.

Event description:
It was reported that during use on a patient, the intra-aortic balloon (iab) could not be inserted because it was being unwrapping. Although the surgeon had inflated the iab manually and connected to the cs300 intra-aortic balloon pump (iabp) device, the iab was still being unwrapping. A second iab was used, however the one third from the iab tip did not inflate. The iabp was replaced, and after a while the iab started the inflation normally. No patient harm, serious injury or adverse event was reported.